Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to and after the event and were within laboratory established ranges. A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse observed aspiration errors and the aspiration pump was defective. The fse replaced the aspiration pump resolving the issue. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. Failure mode is related to a defective aspiration pump. The instrument generated partial aspiration errors alerting the customer to an instrument problem. Per labeling, dxh800 instructions for use manual beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.

Event description:
A customer contacted beckman coulter (bec) reporting all parameters recovered erroneous low numeric results for all parameters with partial aspiration flags generated on the unicel dxh 800 coulter cellular analysis system when compared to the rerun of the same samples, run on the same day, on an alternate dxh 800 analyzer which were considered correct. No erroneous results were reported out of the laboratory. The results that were reported out were the results obtained from the alternate instrument. Printouts were requested; however, the customer discarded their patient data for that day and printouts are no longer available. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.